Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient complained of stimulation at the implant site, which the patient indicated as occurring daily and feeling like a 'thump of electricity.' Multiple programming changes were made in an attempt to control the patient's sensations, without any success. The physician was unable to determine a cause for the patient's sensations. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of stimulation at the implant site, which the patient indicated as occurring daily and feeling like a 'thump of electricity.' Multiple programming changes were made in an attempt to control the patient's sensations, without any success. The physician was unable to determine a cause for the patient's sensations. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.